Event description:
Customer reported being hospitalized for high blood glucose leels. Customer reported having the flu and complained of pump display being blank prior to hospitalization. During troubleshooting customer was advised to rest her pump for 2 hours without batteries for blank display problem. After pump reset, blank display persisted on the pump. Pump was replaced accordingly.